Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt experienced overstimulation at the ipg site and down his leg when he attempted to activate stimulation. Afterwards, the charger and programmer could no longer communicate with the ipg. It was also reported the pt was no longer receiving stimulation. Another charger and programmer were used to help resolve the issue, but were unsuccessful. X-rays were taken and no anomalies were found. The pt will undergo surgical intervention on a later date.